Manufacturer narrative:
During service at the manufacturer, the engineer was able to confirm the reported heat symptom, attributable to the damaged rotor bearing observed during the device inspection.

Event description:
During a procedure at the user facility, the device was found to be overheating. There were no adverse consequences related to this event.